Event description:
During a coil embolization of an unknown vessel, the surgeon noted the shape of the presidio 10 (pc410041230/c23085) was not able to conform to the aneurysm wall and recalled the coil to reshape the microcatheter, but during re-zipping, the introducer sheath became torn or cracked.. The surgeon changed to another coil of the same size, and completed the procedure with an additional 5 coils. There was no patient injury or clinically significant delay in the procedure. It was reported that excessive force had not been used to resheath the coil and there had been no difficulty during unsheathing. The device had been used and prepped as per the instructions for use (IFU). There was no damage to the actual coil.

Manufacturer narrative:
It was previously reported that the device would not be returned for analysis; however, the device was returned on 4/1/2015. Updated complaint conclusion, including failure analysis: during a coil embolization of an unknown vessel, the surgeon noted the shape of the presidio 10 ((B)(4)) was not able to conform to the aneurysm wall and recalled the coil to reshape the microcatheter, but during re-zipping, the introducer sheath became torn or cracked. The surgeon changed to another coil of the same size, and completed the procedure with an additional 5 coils. There was no patient injury or clinically significant delay in the procedure. It was reported that excessive force had not been used to resheath the coil and there had been no difficulty during unsheathing. The device had been used and prepped as per the instructions for use (IFU). There was no damage to the actual coil. The coil was returned undamaged. Located 118.0 centimeters off the proximal end is a severe kink to the core wire. Located 15.0 centimeters off the distal tip off the green introducer¿s distal tip, the core wire protrudes outside the sheath. There is no mechanical sheath damage at the protrusion site or on the remainder of the sheath that would have opened up the skive. The coil¿s socket ring has been pushed down inside the outer sheath. No manufacturing defects were found. The evidence highly suggests that distal interference may have caused the core wire to protrude outside the sheath, for the core wire to kink, and for the coil¿s socket ring to be pushed down and back inside the outer sheath. This interference may have occurred during the coils positioning difficulty inside the aneurysm. In addition, without the identification or the return of the unknown microcatheter used in the procedure, it cannot be determined if this component had any additional contributions to the complaint event. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The inability of the coil to conform to the aneurysm could not be confirmed as the coil was returned undamaged. The sheath damage was confirmed based on the condition of the returned device. The root cause of the event could not be determined; however, procedural/handling factors may have contributed to the event. Since there was no evidence to suggest the event was related to a manufacturing issue, no corrective actions will be taken at this time.

Manufacturer narrative:
Complaint conclusion: the device was not available for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Without return of the device for analysis it is not possible to confirm the inability of the coil to conform to the aneurysm or the introducer sheath damage. The root cause of the event could not be determined; however, procedural/handling factors may have contributed to the event. Since there was no evidence to suggest the event was related to a manufacturing issue, no corrective actions will be taken at this time. This is an initial/final MDR.